Manufacturer narrative:
(B)(4). Results: damaged slip block assembly, firing knob dislodged. The analysis results found that the device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload loaded in the device. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a gastrectomia subtotal radical y gastroyeyunostomia procedure, on the third firing of the device was used and in the third shoot the trigger was loose and broke. The doctor stop firing the device. Manual suture was used to complete the procedure. There were no adverse consequences for the patient.